Event description:
It was reported that the patient had an infection. According to the patient, she was implanted (B)(6) 2011 and removed (B)(6) 2012. Per the manufacturer's device registry, there was no implantable neurostimulator (ins) that matched with the patient¿s reported implant and explant dates. Ultimately, the patient¿s reported timeline of events was unclear. Therefore, an unknown ins was used as the main device. The patient was redirected to the healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2015-04853 for the (B)(6) 2004 infection. Refer to manufacturer's report 3004209178-2015-04863 for the (B)(6) 2004 infection.

Manufacturer narrative:
Concomitant: product ID 3487a, lot# j0104250v, implanted: 2001-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3550-09, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2014-(B)(6), product type accessory. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2014-(B)(6), product type extension. (B)(4).